Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the purge luer cracked after a purge cassette change. A purge sidearm bypass was performed. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge sidearm crack has been completed. The pump and the data logs were returned for evaluation. Data logs showed recurrent "purge system open" and "purge pressure low" alarms began following a purge cassette change. Additionally, according to the clinical report, the purge solution running was sodium bicarbonate up until 24 hours prior to the purge leak when they started heparin. Visual inspection of the returned pump revealed several cracks on the sidearm yellow luer. No other damage or abnormalities were found. Therefore, it was determined that the cause of the purge leak was sidearm yellow luer damage due to the use of sodium bicarbonate in the purge solution. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.